Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
Reference MDR #1219856-2011-00035 for the first event involving same patient. It was reported that the intra-aortic balloon (iab) was being inserted in the cardiac care unit when it became stuck in the middle of the sheath. There was no reported death, injuries, delays or complications. The patient outcome was patient in stable condition. Additional information received on (B)(6) 2011 from the distributor stated there was a third insertion and it was successful via the same insertion site. The sheath they used from the iab set.